Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other event for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gmrs extension piece 40mm; cat#64956040; lot#cxp7h; gmrs extension piece 100mm; cat#64956100; lot#ejfjp; proximal fem comp std; cat#64951001; lot# b7s9e; delta v-40 ceramic head 36/+5; cat#6570-0-236; lot#59650701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to infection. Explanted devices were reported "gmrs 40mm body, gmrs 100mm body, gmrs proximal femoral component.